Manufacturer narrative:
Device returned with no lot ID. The product complaint analysis team has completed its investigation. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: desufflation lever condition, conforming; inner gasket condition, nonconforming; outer gasket condition, nonconforming; sleeve condition, conforming; stopcock condition, conforming and trocar condition, nonconforming. Functional tests & results: flapper door functional, conforming. Analysis conclusion: based upon the inquiry info rec'd and the visual examination, it was concluded that the reported "trocar valve started to leak almost immediately" was due to the inner gasket becoming dislodged from its original position and a cut outer gasket. The inner gasket was rec'd dislodged and returned with the instrument. The gasket was rec'd complete. The outer gasket was observed to be cut in two places in the pattern of the dilating tip knife blade. No conclusion could be reached as to how the inner gasket had become dislodged from its original position nor how the outer gasket had become cut. Co reviews each incident as it occurs in an effort to continuously improve co's products and processes.

Event description:
It was reported the device was used during a laparoscopic hernia repair. It was reported by the affiliate that the trocar valve started to leak almost immediately. The flapper valve was laying in the abdomen. The surgeon retrieved the flapper valve from the pt. It was also reported that the one seal was leaking. There was no pt consequence.